Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3636-1 fibertak® (batch 15454844) was received for evaluation. Visual inspection identified that the tip of the inserter was fractured. The anchor appeared to be intact. Functional testing could not be performed due to the damage observed on the inserter. The most likely cause of the reported failure is attributed to use-related factors, such as prying or leveraging the device with excessive force. The complaint allegation that the anchor was torn is not confirmed. Refer to the investigation photos.

Event description:
It was reported that during the labral repair the anchor torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2025 majung - further information received from arthrex cz: the broken pieces were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.